Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9, h3 - device returning status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery with a proglide device using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. It was also noted that the plunger was not able to be advanced completely despite being pushed to the maximum. The sutures of two new devices were successfully pre-placed. The sheath was upsized to a large bore sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.